Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during a stenting treatment procedure, a shaft kink occurred. The 2.25 x16mm promus element stent delivery system was being advanced to the unspecified target lesion when the physician noted resistance the physician removed the sds from the patient and noted that the shaft was kinked. The procedure was completed with another of the same devices. No patient complications were reported. However, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: a visual and microscopic examination identified proximal stent damage. The struts on the first row on the proximal end of the stent were misaligned, raised up and bent back distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with the profile of the balloon and the tip that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A visual and microscopic examination found the outer and inner lumen of the device was kinked 3 mm proximal to the exit port. A kink was identified on the hypotube 50 mm distal to the strain relief. Several other kinks were noted along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)